Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 150 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer if back-up therapy was obtained, but no response was received.